Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient has a single lead ICD and presented for a routine follow-up. There was failure to capture and the sensing and impedance has been increasing. The patient condition is stable. Device and lead remains implanted.

Event description:
New information notes that on (B)(6) 2019, the patient was scheduled for an upgrade from a single chamber ICD to a dual chamber ICD and lead extraction/replacement. The device and lead were successfully explanted and replaced. The patient condition was stable.

Manufacturer narrative:
A partial lead measuring 41.0 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Impedance test was not performed due to incomplete lead consistent with procedural damage.